Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of up to 46 mg/dl during the nighttime. To treat the low bg level, the customer consumed carbohydrates. Reportedly, the customer suspected the cause of the low bg levels to be due to the settings needing adjustment. The customer confirmed that the issue had been resolved when the health care provider changed the settings on the pump.